Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Investigation status: the facility's biomedical engineer investigated this reported fault and confirmed the alarm issue was caused by a failed speaker. The speaker was replaced and the unit was returned to service.

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.